Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it showed that the brady lead passes the wire insertion test. The wire was able to pass through from terminal through spiral region to distal tip of lead without any issue. Moreover, on visual observation it was noted that the spiral fixation was normal that no anomalies were noted. A trace of dried body fluid or blood in lumen was noted. Hence, this brady lead met its specification.

Event description:
Boston scientific received information that a brady lead would not track around the bend over the whisper wire. Further, this brady lead was not implanted successfully. No adverse patient effects were reported.